Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The plunger tube seal was missing on the top case and there was a crack on the left plunger case as well as the battery door. There was a primary audible alarm post found and acu watchdog failure found in the even history log as sympathy alarm to primary alarm. The power up process and occlusion testing was performed. The issue was not duplicated. The j9 connector was fully seated and found no glue was applied to the connector. The issue could be due to the background self-test sensed no current flowing in the primary speaker. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The operator replaced the speaker as preventive measure. Power up process and all the functional tests passed.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed a acu watchdog failure. It was reported that there was no patient affected.